Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was returned for evaluation. A visual and microscopic examination of the balloon identified no damage to the balloon material. A visual and microscopic examination identified that all blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no kinks or damages along the hypotube. A visual and tactile examination identified that the distal extrusion / inner lumen was stretched and damaged. The extrusion was kinked and stretched at the guidewire port. There was clear evidence that the inner and outer was stretched inside the balloon, and this extended approximately 25mm proximal from the proximal balloon. An examination of the markerbands identified that the proximal markerband was free moving on the inner. As a result, the proximal markerband was mispositioned inside the balloon. The fact that the inner /wire lumen was severely stretched resulted in the inner stretching down resulting in the proximal markerband becoming free moving along the inner. The proximal markerband was free moving on the stretched down inner lumen. The distal markerband was securely bonded. A microscopic examination of both the proximal and distal markerbands identified no damage to the actual markerbands. As a result of the stretching on the inner/wire lumen, it was not possible to load a 0.014 inch wire through the wire lumen. No other issues were identified during the product analysis.

Event description:
It was reported that marker band malposition occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon advancing into the vessel, it was noted that the marker was at the wrong position. The marker should be the shoulder of the balloon, but one of the markers was at the middle of the balloon and was showing inaccurate position. The device was removed and the procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that marker band malposition occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon advancing into the vessel, it was noted that the marker was at the wrong position. The marker should be the shoulder of the balloon, but one of the markers was at the middle of the balloon and was showing inaccurate position. The device was removed and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter address: (B)(6).